Manufacturer narrative:
E1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely calcified vessel. An opticross hd was advanced for ultrasound examination of the target lesion. During the procedure, as the catheter was inserted into the patient, the imaging window fell off outside the patient, making it impossible to display the image. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.